Event description:
Kimberly-clark received a report stating, "facility has had an issue where the cuff of the et tube has burst and patient had to be reintubated." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Kimberly-clark received two endotracheal tubes for analysis. Both tube exhibit radial bursts on the cuff. The investigation of this reported event is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.